Event description:
Patient reported receiving an electronic error when priming. Patient stated that during prime the insulin went back into pump. Patient's blood glucose was not affected and no treatment required.